Event description:
The plaintiff's atty alleged that the pt experienced sudden cardiac arrest and expired. These events were allegedly caused by exposure to the prod administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event.